Event description:
It was reported that during a mediastinum tumor procedure, the clip was malformed, and fell out from the jaw. The device was inserted through the lap protector (mini mini size). When the device was fired outside of the patient, the clip was formed properly. At the second device, the clip was also malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.